Event description:
Indication: chronic inflammatory demyelinating polyneuritis gamunex-c frequency: infuse 60gm (600ml) intravenously daily for 2 days every month. Pt reported error when turning pump [serial: (B)(6); maintenance due: not provided] on prior to infusion. Per pt, error message "motor stalled". Pt did not want any troubleshooting. Pt requested replacement pump and pharmacy is sending. No missed dose or adverse event reported due to product issue as nurse was able to complete "with old pump". Unknown what is meant by "old pump" pump associated with event available for return. No further info. Reported to (B)(6) by pt/caregiver.